Event description:
Country of complaint: (B)(6). Blunt needles.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open unit. There are two possible batches affected: 114361 and 1143?2. There is one previous complaint of the batch 114361 regarding a different issue and no previous complaints of the batch 114372. Number manufactured and distributed: (B)(4) units of the batch 114361 and (B)(4) units of the batch 114372. There are no units in stock of either code-batches. Received one open and unused sample without the pack. The needle was checked under microscope and it was noticed that the needle does not have a tip and there are no marks of needleholders. This defect (no tip) took place in the production process at the moment of the tip forming. Taking into account that no other customer complaints have been received, this is considered an isolated incident. Final conclusion: not justified corrective/preventive actions: not applicable.

Manufacturer narrative:
Manufacturer site evaluation: evaluation on-going.